Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic bilateral inguinal herniorrhaphy (anatomic mesh). Pantaloon left inguinal hernia and pantaloon right inguinal hernia. On (B)(6) 2016, approximately nine (9) months after the initial surgery, he underwent surgery for recurrent left inguinal hernia. At that time he underwent a recurrent left inguinal herniorrhaphy lichtenstein method (polypropylene mesh 0 pds suture).

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of bilateral pantaloon inguinal hernias. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and repair of hernia with bard mesh.